Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneous high carbon dioxide (co2) results generated by the synchron cx5 delta clinical system. The original samples were repeated after calibration and lower results were obtained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Per customer, the instrument had been exhibiting intermittent elevated qc results. A bci field service engineer (fse) replaced the co2 measuring electrode and the wash solution, cleaned the eic, and verified performance.